Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. H10: d4 (expiration date: 11/2026). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device pending return.

Event description:
It was reported that during an angioplasty procedure for a stenosis in the graft, the pta balloon allegedly ruptured, and the partially deflated balloon was allegedly lodged at the sheath. It was further reported that the balloon was allegedly difficult to be removed through the sheath. Furthermore, when tried to remove the balloon through the sheath, the distal two centimeter of the balloon with the shaft were allegedly detached. Reportedly, the missing pieces of the balloon were allegedly located at the distal end of the stent and a stent was placed with the aim of covering the fragments and trapping them in place between the wall of the vessel and the wall of the stent. The procedure was completed using another device. The current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one vaccess pta dilatation catheter was received for evaluation. Complete circumferential detachment was observed to the proximal end of the catheter. The proximal catheter segment consisting of the luers was not returned. Another complete circumferential detachment was noted to the proximal end of the device. The balloon had a complete circumferential rupture and the shaft had a complete circumferential detachment. The distal segment consisting of the rest of the balloon and shaft was not returned. Due to the nature of the complaint, functional testing was not performed. Therefore, the investigation is confirmed for the reported entrapment of device and removal difficulty as the device was received with a complete circumferential balloon rupture and complete detachment of the shaft, with the distal portion of the balloon and shaft not returned, which would have been caused due to entrapment and removal difficulties. Thus the investigation is also confirmed for the reported balloon rupture and detachment. A definitive root cause for the reported balloon rupture, detachment, entrapment of device and removal difficulty could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an angioplasty procedure for a stenosis in the graft, the pta balloon allegedly ruptured, and the partially deflated balloon was allegedly lodged at the sheath. It was further reported that the balloon was allegedly difficult to be removed through the sheath. Furthermore, when tried to remove the balloon through the sheath, the distal two centimeter of the balloon with the shaft were allegedly detached. Reportedly, the missing pieces of the balloon were allegedly located at the distal end of the stent and a stent was placed with the aim of covering the fragments and trapping them in place between the wall of the vessel and the wall of the stent. The procedure was completed using another device. The current status of the patient is unknown.